Manufacturer narrative:
Examination was not possible as no product was returned. A search of the international complaint database did not find any add'l reports of this nature for the product code/lots provided since their respective release for distribution. The investigation could not verify or identify any evidence of product contribution to the reported problem. The initial report states that it is not suspected that the product failed to meet specifications or contributed to the reported event. Based on the investigation, the need for corrective action is not indicated. Should add'l information be received, the complaint will be reopened. Depuy considers this investigation closed.

Event description:
Patient was revised to address misalignment of the implants.